Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer reported via the manufacturer representative that they had increased pain and a loss of stimulation. It was unknown what led to this event. An impedance check found that electrodes 8 thru 15 were >10000. The patient was reprogrammed to electrodes 0 thru 7. It was unknown if the issue was resolved at the time of this report. Further information received from the representative reported that the patient had not contacted them since the reprogramming and if the pain was not controlled the patient would follow-up with her healthcare provider. The indications for use were chronic low back pain and spinal pain. If additional information is received a follow-up report will be sent.